Event description:
On 03-sep-2025, the user¿s guardian reported that the ilet pump power button was unresponsive while the user was away on a field trip. Permission was given to coordinate troubleshooting directly with the user and guardian on-site when they call. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.